Manufacturer narrative:
The handpiece was received at the manufacturer for evaluation, and the reported condition of the device overheating was duplicated. Based on the investigation details, the likely cause was a corroded rotor and sag head, as well as, problems with bearings. Those parts were replaced along with other components. Service repaired and returned the device to the customer.

Event description:
It was reported that the handpiece overheated during a surgical procedure. The case was completed. There were no adverse consequences reported as a result of this event.